Event description:
Reporter indicated that pt presented to office visit with an increase in seizures. Pre-vns baseline seizure rate is unk to manufacturer at this time. System diagnostic testing performed at this office visit yielded high lead impedance, indicating a possible lead malfunction. Good faith attempts to obtain further info are currently being made.

Manufacturer narrative:
Device malfunction is suspected.